Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button was unresponsive and required multiple button presses in order to elicit a response. The reporter stated that he was not sure when the issue started. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses are required before the up arrow button will engage. The down, ok and contrast buttons respond to button presses and have normal spring back and click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the up arrow button contact. Unrelated to this complaint, a small crack in the battery compartment extending from the primary seal to the finger pad was noted. Evidence of moisture damage inside the battery compartment was observed there is corrosion inside battery compartment and on the battery cap. An in-house leak test was performed and the pump passed. Pump was opened to check for internal moisture issues. No evidence of internal moisture damage to the pump was found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.